Event description:
The event occurred during an unspecified, therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken and failure of distal end of video telescope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of universal cable and cause traced to component failure; and the light guide bundle broken was likely caused by a component failure of distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had noise occurred from the video image. There were no reports of patient harm.